Manufacturer narrative:
(B) (4). (B) (4). Fired through the lockout. Eval summary: the analysis results found that the el5ml device was rec'd in good visual condition with the jaws partially closed. The device was manually opened, when testing the device for functionality, it was noted to be empty and the lockout was fired through. The advancer appeared to function properly when fired. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
The device was rec'd with no further info.